Event description:
On (B)(6) 2025, a patient underwent a drainage catheter placement using navarre universal drain. During preparation of a drainage catheter placement procedure, the thread was allegedly damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, two photos were provided for review. The photo shows the complete view of the navarre catheter, the picture does not give clear image of the highlighted parts, although a small plastic ring can be noted in other highlighted area, it is unclear if it is part of the catheter. The distal end of the catheter where the thread area is not clearly visible. The thread is noted to be intact near the hub. Therefore, the investigation is inconclusive for the reported material integrity and damage prior to use issues as the photo evidence provided is unclear which is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a drainage catheter placement using navarre universal drain. During preparation of a drainage catheter placement procedure, the thread was allegedly damaged. The procedure was completed using another device. There was no patient contact.